Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a poly swap due to medial wear.

Manufacturer narrative:
An event regarding wear involving a triathlon tibial insert was reported. The event was confirmed. Visual inspection and material analysis were performed on the returned insert component. The asymmetric and posteriorly skewed damage pattern suggests component instability or mal-alignment. There was no evidence of manufacturing or material defects on the returned tibial insert. Device history review: review of the device history records indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the investigation concluded that the asymmetric and posteriorly skewed damage pattern observed on the returned component suggests component instability or mal-alignment. There was no evidence of manufacturing or material defects on the returned tibial insert. As no patient information or medical records were provided, a definitive root cause cannot be determined. No further investigation is required at this time.

Event description:
It was reported that there was a poly swap due to medial wear.